Manufacturer narrative:
A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were no additional complaints for the reported issue. One opened trocar cannula/hub assembly was received for evaluation. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was found conforming. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications, therefore, specific action with regards to this complaint cannot be taken. An investigation has been completed and actions have been implemented in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar cannula leaked during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.